Event description:
The reporter indicated that a 12.6mm micl12.6 implantable collamer lens -16.0 diopter was torn during loading into the injector. Reportedly one of the haptics tore. The event occurred (B)(6) 2022.

Manufacturer narrative:
Patient information: unk. Claim#: (B)(4).